Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was originally implanted with an afx bifrucated stent graft on (B)(6) 2013. The patient had an ultrasound and was diagnosed with a diminished kidney function, rapidly expanding aneurysm and a type 3 endoleak (unspecified). The patient's current status is unknown, no additional patient sequelae has been reported at this time.